Event description:
Follow-up identified surgical intervention was undertaken explanting and replacing the lead during the procedure. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's experiencing ineffective stimulation. Reportedly, diagnostic testing revealed high impedance values on multiple lead contacts and low impedances on contact #1. Reprogramming was unable to resolve the issue. X-rays taken were normal. Surgical intervention may be undertaken as the next course of action.